Event description:
Affiliate reported that the microsensor was revised as a result of an inaccurate pressure reading. When the new device was implanted the reading returned to normal.

Manufacturer narrative:
Upon completion of the investigation, a follow-up report will be filed.